Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the introducer of the leadless implantable pulse generator (ipg) become stuck in the patient's right femoral vein. The physician elected to abort the implant and the patient was transferred to surgery to have the introducer removed. The patient experienced pain when the introducer was inserted. No further patient complications have been reported as a result of this event.